Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed skin reactions at the abutment site, an infection was suspected; subsequently the patient was treated with topical and oral antibiotics (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The correct PMA/510(k) is, k121317; not k100360 as previously reported. Implanted device remains.